Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date and time, line a was programmed to deliver normal saline and unspecified lines were programmed to deliver "pressors". No further programming parameters were provided. On (B)(6) 2011 after an unspecified length of time, the device alarmed for "occlusion." The customer contact reported no kinks were noted in the tubing. Therapy was resumed using the same device. After an unspecified length of time, the device again alarmed for "occlusion." At this time, the "patient's blood pressure dropped suddenly" and "no pulse felt." A code was initiated. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device was reported as out of specification for occlusion. Multiple unsuccessful attempts have been made to obtain additional info including specific pt info, device programming, event details, and pt outcome.